Event description:
The manufacturer received information that a trilogy evo o2 required preventative maintenance. The device was not in use on a patient. The trilogy evo o2 was returned to the manufacturer service center for evaluation, and periodic maintenance 2 was performed. During the evaluation the device failed the system leak verification: pressure drop over 10s test step. In conclusion, the device's oxygen blending module assembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the following parts were replaced to prevent failure unrelated to the reportable malfunction/issue: air inlet foam filter, particulate filter. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). The device passed all final testing.